Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose levels were 279 mg/dl, over 500 mg/dl, 400 mg/dl and current blood glucose level was 79 mg/dl. Customer states they does not allege insulin pump under delivering. Customer states that the drive support cap appears to be normal. Customer declined troubleshooting for high blood glucose level. The product will not be returned for analysis.